Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted h6 - adverse event problem, which was incorrectly coded. The correct coding has been updated to reflect the investigation finding of the reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited the bending section cover has excessive stretch. There was no patient involvement.